Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse to a company rep and forwarded by our local affiliate ((B)(4)). Initial and follow-up info received on (B)(4) 2008 and (B)(4) 2009 respectively were processed together. This case involves a (B)(6) female pt who began poly-l-lactic acid therapy in (B)(6) 2007 with the last dose administered on (B)(6) 2008. The pt received a total of five vials. Relevant medical history included botulinum toxin (botox) to the forehead and her lips were filled. No concomitant medications were taken. The nurse reports that ¿a few days ago¿ she noticed the pt¿s cheeks were slightly hard. The pt did not have nodules. The pt had not received any other treatment in that area. Corrective treatment, if any, was not reported. At the time of this report, the event remains ongoing. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the UK (united kingdom). The review of the DHR (device history records) and of the analytical results of these batches didn¿t show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn¿t batch related. Conclusion: no faults detectable. Reporter¿s causality assessment: not provided. Add¿l info received on (B)(4) 2009: the nurse reported add¿l medical history as a facelift in 2006, 2003 hyaluronic acid, and semi-permanent make-up (eyebrows). She reports that these were not suspected. The pt had not experienced similar events after treatment with poly-l-lactic acid or any other product. No histology or laboratory tests were performed. On (B)(6) 2007, the pt received treatments with poly-l-lactic acid: 5ml water + 2ml lignocaine with 7 ml in total injected into both cheek hollows. Batch numbers (B)(4). On (B)(6) 2007 and (B)(6) 2008, the pt received treatments with poly-l-lactic acid: 5ml water +2ml lignocaine with 7 ml in total injected into both cheek hollows and cheek bones. Batch numbers (B)(4). In (B)(6) 2008, the pt developed lumps and cheek hardening. The pt had no problems during the treatments. Corrective treatments included massaging the areas as much as possible. As of (B)(6) 2009, the events were ongoing. Per our affiliate, no further info is expected. Causality assessment: highly probable.